Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they did not hear an asystole alarm for room 151 on (B)(6) 2014. The patient expired.